Manufacturer narrative:
Added concomitant device.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). On 06/24/2016 a medtronic representative performed an imaging system with a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site alleging that inaccuracy slowly develops over the course of a transforaminal lumbar interbody fusion (tlif) procedure. The initial imaging system spin ws accurate and then, when placing the guide wires, an anterior posterior (ap) shot was taken which showed that the probe was 5-6 millimeters inaccurate. The surgeon opted to continue and completed the procedure with the use of the navigation system and the imaging system. Delay in therapy was 30 minutes. There was no impact on patient outcome.